Event description:
Customer reported the system will not fluoro. Monitor goes black and comes back on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the interconnect and camera cables. System operates as intended. This MDR is related to ge healthcare complaint.